Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instances of intraoperative ozark screwdriver fracture which occurred during the same surgery. The associated procedure was completed successfully with a two-minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot hhnp (1): manufacturing date 30 october 2018, device returned 30 june 2022 visual inspection confirms that the tip of the threaded inner shaft has fractured. There is slight rotational deformation on the hexalobe of the tip of the driver. This deformation indicates excessive torque may have been applied to the driver. Complaint history for the reported lot number was reviewed and no adverse trends were identified. Device history records were reviewed and no relevant manufacturing issues were identified. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated. Lot pjfj (1): device returned (B)(6) 2022. Visual inspection confirms that the tip of the threaded inner shaft has fractured. There is slight rotational deformation on the hexalobe of the tip of the driver. This deformation indicates excessive torque may have been applied to the driver. Complaint history for the reported lot number was reviewed and no adverse trends were identified. A conclusive root cause can not be determined. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.